Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture future explant date: (B)(6) 2021 if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 425cc saline prosthesis experienced right sided deflation post procedure. The deflation was diagnosed through a physical consultation. As a result, an explant is scheduled for (B)(6) 2021.

Manufacturer narrative:
Additional information was received on may 19, 2021. Replacement with a 605cc mentor memorygel breast implant was performed with explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 27, 2021. The explant was rescheduled to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on june 22, 2021. In addition to the right sided deflation reported initially, the patient also experienced bilateral ptosis. This report relates to the right prosthesis. See 1645337-2021-07856 for contralateral prosthesis report. The impacted product was received by the failure analysis lab on june 23, 2021. The investigation of the returned device was completed by the failure analysis lab on july 8, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample a tear was observed on the anterior view near the valve. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube style is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).